Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 804:26 on channel b was confirmed during product evaluation. The root cause of this condition was assigned to a software failure. There is no evidence of any repairs being made on this pump in order to correct the reported condition. Additional information: this is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.

Event description:
The facility reported a colleague infusion pump with the reported condition of failure code 804:26 on channel b. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.